Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation - fallopian tubes, migration') in an adult female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. Previously administered products included for an unreported indication: depo provera and birth control pill. Concomitant products included triamcinolone (triamcinolona). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced allergic respiratory disease ("allergic or hypersensitivity reaction type: respiratory allergy"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anemia"), dermatitis allergic ("allergy-rash/skin condition"), urinary tract disorder ("bladder/urinary problems - urinary problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and cyst ("cysts") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, iron deficiency anaemia, dermatitis allergic, urinary tract disorder, vaginal discharge, alopecia, hormone level abnormal, headache, nausea, cyst and allergic respiratory disease outcome was unknown. The reporter considered abdominal pain, allergic respiratory disease, alopecia, back pain, cyst, dermatitis allergic, dysmenorrhoea, fallopian tube perforation, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, nausea, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: patient received treatment for perforation fallopian tubes, dysmenorrhea (cramping) ), pelvic pain, abdominal pain, back pain , rash/skin condition, urinary problems, vaginal discharge. Discrepancy noted for date(s) of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Lot number: 627432, manufacturing date: 2008/06, expiration date: 2010/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes, migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), urinary tract disorder ("bladder/urinary problems - urinary problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and cyst ("cysts") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, iron deficiency anaemia, dermatitis allergic, urinary tract disorder, vaginal discharge, alopecia, hormone level abnormal, headache, nausea and cyst outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cyst, dermatitis allergic, dysmenorrhoea, fallopian tube perforation, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, nausea, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: patient received treatment for perforation fallopian tubes, dysmenorrhea (cramping) ), pelvic pain, abdominal pain, back pain, rash/skin condition, urinary problems,. Vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added perforation fallopian tubes, dysmenorrhea (cramping) ) ,pelvic pain, abdominal pain, back pain , menorrhagia (heavy menstrual bleeding), anemia, rash/skin condition, urinary problems, vaginal discharge, hair loss, hormonal changes, headaches, nausea, cysts, device monitoring procedure not performed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes, migration') in an adult female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. Previously administered products included for an unreported indication: depo provera and birth control pill. Concomitant products included triamcinolone (triamcinolona). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced allergic respiratory disease ("allergic or hypersensitivity reaction type: respiratory allergy"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), urinary tract disorder ("bladder/urinary problems - urinary problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and cyst ("cysts") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, menorrhagia, dysmenorrhoea, abdominal pain, back pain, iron deficiency anaemia, dermatitis allergic, urinary tract disorder, vaginal discharge, alopecia, hormone level abnormal, headache, nausea, cyst and allergic respiratory disease outcome was unknown. The reporter considered abdominal pain, allergic respiratory disease, alopecia, back pain, cyst, dermatitis allergic, dysmenorrhoea, fallopian tube perforation, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, nausea, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: patient received treatment for perforation fallopian tubes, dysmenorrhea (cramping) ) ,pelvic pain, abdominal pain, back pain , rash/skin condition, urinary problems,. Vaginal discharge. Discrepancy noted for date(s) of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: pfs and mr received. Reporter information, lot number, lab data, medical history added. Events: allergic or hypersensitivity reaction type: respiratory allergy added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.